Manufacturer narrative:
Device passed displacement, sleep current measurement, and active current measurement tests; it failed self test in that the device failed to vibrate when it was supposed to. After further review of the device interior, there is rust at the bottom of the battery compartment plus there is corrosion on the wiring going to the power board underneath the battery compartment where the vibrator is located.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had blank display. The blood glucose was unknown. It was reported that the display was not blank less than 30 seconds and did not return. Customer states display is not blank currently. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. It was reported display did not returned after the insulin pump restart. The device will not be returned for the analysis.